Manufacturer narrative:
(B)(4). Batch #: unk. (B)(4). Additional information was requested, and the following was obtained: please confirm how was the device removed? Open procedure. First firing. Opened new stapler and placed new battery in device. Still would not work. Hit manual override and jaws would not opened. Cut tissue to remove stapler. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? See above question did the jaws eventually open? No. " investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 2/3 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the device and the reload is consistent with the device being clamped over a hard object. It also is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown bowel procedure that the device was stuck on the bowel. Rep was called and she walked them through the steps of how to remove the device. Unknown as to exactly how the device was removed. Unknown if any staples were deployed or it the knife advanced. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.